Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac device failed while transporting patient. Intermittently giving breath, device stopped cycling all together and then it preceded to cycle intermittently. The last time it was serviced was may 14 2021 by smiths medical. No injury or intervention.